Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9077918. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for scratched print. There was one (1) notification (B)(4) noted for missing scale lines. There was one (1) notification (B)(4) noted for damaged tips. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the relion® insulin syringe had scale markings that were "too thick or thin" or "brighter or lighter". This occurred on 5 separate occasions during use while drawing up insulin, but the dates are unknown. Additionally, the consumer also had difficulty drawing up insulin with the relion® insulin syringe during use. This occurred on 2 separate occasions, but the dates are unknown. The syringes were being used on the consumer's pet, and all defects occurred from lot# 9077918. The following information was provided by the initial reporter: "pet owner reported scale marking too thick or thin. (Brighter or lighter sometimes hard to read) she noticed this during drawing of insulin." "Pet owner reported she cannot draw the insulin, sometimes it works after few tries. Sometime it does not work, she can move the plunger rod easily."